Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed distal end crack could not be determined. Additionally, foreign matter found adhering to the forceps elevator could not be identified, however, it is possible that the issue was due to physical damage at the tip, resulting the residual around the forceps elevator. The event can be prevented by following the instructions for use below: ¿chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings. Due to damage on channel tube, water tightness was lost. The objective lens had a scratch. Adhesive on bending section cover was detached. Image guide protector had a cut. Suction cylinder was shaved. Scope connector cover had a scratch and had discoloration. Grip had a dent and scratch. Forceps channel port was shaved. Switch had a scratch. Universal cord had a scratch. Light guide cover glass had a dent. Scope connector had a scratch. Switch was sticky. Due to wear of angle wire, bending angle in all direction does not meet the standard value. Due to damage, switch does not work. Due to deformation of nozzle, water removal ability does not meet the standard value. Switch and switch cable had corrosion due to water leakage. Acoustic lens had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
Upon receipt inspection of the returned loaner gastrovideoscope, it was found, the forceps elevator was dirty and the distal end of the device was cracked. There was no complaint from the customer and no patient involvement.